Event description:
It was reported that during implant, the setscrew would not tighten into the right atrial connector. The physician decided to leave the pulse generator implanted since there is no atrial lead implanted and the lead plug was tight.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.